Event description:
The poor image quality resulted in an increased fluoroscopy time, exposure, increased contrast and anesthesia time. Poor image quality on multiple pts resulting in a tube replacement.